Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm on their replacement pump, and issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states there was blood in the tubing that connects to the site. Troubleshoot was conducted, but not completed. The customer was running out of insulin, and states they will call back to continue troubleshoot when more insulin is obtained.